Manufacturer narrative:
Product complaint # (B)(4). If further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. No product will be returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2021 and a reservoir was used. After moving to the ICU, when trying to re-apply pressure, it was activated without bending bottom flap. It was not functioned normally, so it was replaced to another reservoir. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.